Event description:
It was further reported that during a procedure to revise the rv lead and ipg, blood was observed in the connector/header of the ipg. The operator had difficulty unscrewing the lead with the wrench, and the lead appeared to be loose. The lead was eventually removed. It was suspected that the ipg was "faulty". The ipg and lead were explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four days post implantable pulse generator (ipg) replacement, the patient was admitted to the emergency room for asystole. The ipg exhibited a pacing problem and upon arrival, reprogramming was done to correct the capture. The device was subsequently inspected and revealed a sudden increase in right ventricular (rv) lead impedance, high impedance and high thresholds. A connection issue was suspected. It was further reported that during a procedure to revise the rv lead and ipg, blood was observed in the connector/header of the ipg. The operator had difficulty unscrewing the lead with the wrench, but eventually succeeded. It was also noted that the lead appeared to be loose and it was suspected that the ipg was "faulty". The ipg was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that four days post implantable pulse generator (ipg) replacement, the patient was admitted to the emergency room for asystole. The ipg exhibited a pacing problem and upon arrival, reprogramming was done to correct the capture. The device was subsequently inspected and revealed a sudden increase in right ventricular (rv) lead impedance, high impedance and high thresholds. A connection issue was suspected. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular pacing impedance was beyond the expected upper range. Analysis of the device memory indicated the right ventricular pacing impedance trend was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.